Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: h.10: the affected clamp was requested for investigation. The reported error code could not be reproduced. The unit worked within specifications. Moreover, an internal visual inspection did not reveal any deviations on the internal circuit boards and connectors. It cannot be ruled out that a a temporary communication issue between the encoder board and the clamp board could have led to the reported error code and that the problem was solved by reseating the connection with the panel. However, the encoder board and the ribbon cable will be replaced as potentially involved components.